Manufacturer narrative:
The device was returned to olympus for inspection. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction of corrosion in the air/water nozzle was linked to component failure. The most probable cause for the foreign object in the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material and corrosion in air/water nozzle. There was no patient involvement.